Event description:
The pt was undergoing an ercp with stone extraction. Successful entry into the common bile duct was achieved and stones identified. A soft stone extraction basket was introduced and stones were ensnared. The ensnared stone could not pass through the ampulla, therefore the physician attempted to close the basket so that the wires would break as per spec of the device. However, it did not break. Attempts to dislodge the stone from the basket were also unsuccessful. The mechanical portion of the unit which extended outside of the mouth was cut. The entire length of the wire from the mouth to the duct including the basket was left intact. The pt was brought to the or where the remainder of the unit was extracted as well as repair of a one cm laceration of duodenum.